Event description:
It was reported on (B)(6) 2011 during the procedure error message code 172 occurred from the laser system. Per the customer, the laser system stopped with a blank screen. Also, it was reported the laser system proceeded to shut down and re-boot. Per the customer, the physician started to shut the laser system down because the procedure was completed with no issues. Per the customer, during coag. The power level was changed from 35 to 40. No patient injury was reported. The customer conference called technical support; the laser system was not seeing enough power and possibly needed to be calibrated.